Event description:
In 2006, a gore propaten vascular graft was implanted in the femorotibial position. An infection was noted at the site of the incision prior to graft implantation. Approx 5 days post implant, there was a wound infection and graft occlusion (with ata conservative treatment). Pt's condition is not available. No further info will be available.